Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, performed visual inspection and found the transfer guard needle was bent. Using a new transfer guard continued with the prime test inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing the reservoir into a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion set and out of the catheter tip conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's mother reported via phone call no delivery alarm. Customer's blood glucose level was 21.3 mmol/l. Customer was hospitalized as a result of their high blood glucose levels. Troubleshooting for the no delivery alarm was performed. Troubleshooting confirmed the device works fine. Customer was advised they will receive replacement sets and reservoirs.